Event description:
Customer reported he was worried the bolus feature, on the insulin pump, was not calculating the correct amount of insulin. Customer's blood glucose was 273 mg/dl. Customer stated after he bloused his blood glucose was 63 mg/dl. Parameters were entered correctly but customer stated the correction bolus was incorrect. Customer was advised to speak to doctor to see if insulin sensitivity and target blood glucose value were correct. Customer stated the estimated details message was received during recent bolus. Customer requested to change the carb ratio to 9.5 and was advised to speak to doctor. Customer also mentioned he was at the hospital for non diabetic reasons. No further information reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.